Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a wireless intermittent signal with the device. There was unknown patient involvement and unknown adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a communication module intermittent connection alarm. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the wifi module. As a result, calibration and preventive maintenance were peformed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.